Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 15.8 mmol/l. The customer stated the act button is not working. The customer stated that there is no significant events leading to the keypad issues. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly. However, the pump had moisture on the keypad traces. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.